Event description:
Customer reported that they were admitted as an inpatient to a hospital for high bg/dka. Customer states that their endroconologist asked them to remain off of the pump until they receive a replacement pump. According to the doctor they were hospitalized due to the flu and their pump not working. States that when they were in the hospital, they connected themselves to the pump and their bg's began to increase.